Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent in the drain bag. The patient was hospitalized due to the event. The cause and treatment were not reported. The patient outcome and action taken with pd therapy were unknown. At the time of this report, the patient remained hospitalized for the event. The reporter declined to provide additional information.